Event description:
Four days ago, my son woke up at night screaming and crying because his alarm burnt his neck. The alarm was brand new. I am not understanding how this can be happening. The alarm is only using two batteries, then how is it possible that this alarm can get so hot. I make my son wear it and it immediately started working and then in 1 hour, it gets so hot that it completely burns my son. I am very angry and scared from using this alarm now. The alarm is getting so hot that the plastic cover melted in the alarm. I bought brand new alarm for my son. This is very dangerous.